Manufacturer narrative:
A ge rep evaluated this system, but was unable to locate the cause of the problem. A work around was established by only archiving images after procedures have been completed.

Event description:
It was reported that the system intermittently would not fluoro after the customer archived patient images onto a floppy disk. No patient injury reported.